Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced a transient rise in blood glucose from 175 mg/dl to a peak of 186 mg/dl after a same-day infusion set change and four hours after the last meal, while also seeking education on disconnecting the cd infusion set for showering. Symptoms included feeling okay without signs of hypoglycemia or severe hyperglycemia. Outcomes included no alerts from the ilet, no need for outside assistance, no medical intervention, and successful self-management with continued monitoring as instructed. Investigation included a review of user-reported metrics and troubleshooting education regarding infusion set handling and continued bg monitoring. Investigation of this case revealed no device alarms or malfunctions and no component failure, and the glucose elevation was brief and resolved with routine use. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related given normal device behavior and the temporal association with a recent infusion set change and routine physiologic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.